Manufacturer narrative:
UDI#: (B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the first revision surgery was performed due to luxation.